Event description:
It was reported that the customer's blood glucose was high all week. The caller stated that she was treated with a bolus and her glucose level dropped a bit, but then it would go right back up. The customer was taken to the emergency room with high blood glucose of 330mg/dl. The customer was vomiting and not feeling well before her admission. Troubleshooting was performed, and no damage to the drive support cap noted. The time, date, basal rates, and bolus wizard settings were correct. Advised the father that the insulin pump is functioning as designed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.